Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4): cartridge pan. The analysis results that one ecr60b reload was received fully fired and with the pan detached. No functional test was performed due to the condition of the device. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a gastric sleeve, on the last firing not all of the staples were formed in the b shape. There was a intra-operative leak across the staple line. The area was stapled to control it. Once the device was removed and the cartridge had been removed, the cartridge came apart. The metal pan separated from the plastic when the cartridge was removed from the jaws. The procedure was completed without impact to the patient. On what tissue type was the device used? At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 5th or 6th. During which stroke did the event occur? Unk. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? If so, which product? Yes, seam guard. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? One side of the drivers in the cartridge were not pushed up in the middle and distal portion.